Event description:
The customer reported that he may have been connected to the insulin pump during prime. Troubleshooting was performed. The bolus history was reviewed and found that a bolus of 4.8 units and 30.2 units were delivered during prime. Advised the spouse to take the customer to the hospital. The customer stated that the numbers were ramping on the screen while attempting to set the amount to prime. The customer's blood glucose at time of call was 233 mg/dl. The customer called back and stated that he was hospitalized for low blood glucose. The customer stated that accidentally he was connected during manual prime, and he delivered 35 units of insulin. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.